Manufacturer narrative:
Unit alarmed motor error during basic occlusion test due to faulty fsr (gold). Unable to perform basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test or verify no delivery alarm due to motor error alarm. However, unit passed rewind test and displacement test. Motor passed motor test. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The customer's blood glucose level was 122 mg/dl at the time of the incident. The customer reported that the drive support cap appeared normal or slightly indented. The customer was able to successfully clear the alarm and was able to complete insulin pump rewind. The customer once cleared the alarm they got a no delivery. The customer reported that they had to rewind the insulin pump twice. The customer was advised to discontinue use of the insulin pump and was recommend to refer to the back-up plan. The device will not be returned for analysis.